Event description:
It was reported that the lead showed evidence of 'insulation failure', and was deemed unusable. The lead was capped, and no patient complications were reported as a result of this event.